Event description:
Healthcare professional reported a right side deflation and an implant exchange due to voluntary recall. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, yellow particles, opening. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening sharp in the posterior side and observed a non-penetrating nick in the posterior side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Non-penetrating nick in the posterior side.

Manufacturer narrative:
The reason for reoperation is deflation and voluntary recall. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side deflation and an implant exchange due to voluntary recall. Device has been explanted.